Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was pressure sensor issue. Channel error 354.6770 . Device was sent for repair and pressure sensor was replaced. It was reported that there was no patient events and there was no further details available.

Event description:
It was reported that there was pressure sensor issue. Channel error 354.6770 . Device was sent for repair and pressure sensor was replaced. It was reported that there was no patient events and there was no further details available.

Manufacturer narrative:
Supplemental created to report cancellation of file-this is non reportable*******************************************************************************

Event description:
It was reported that there was pressure sensor issue. Channel error 354.6770 . Device was sent for repair and pressure sensor was replaced. It was reported that there was no patient events and there was no further details available.

Manufacturer narrative:
Supplemental created to report file is no longer reportable.